Event description:
During routine service, the bed failed the lateral pull test at 24# versus a spec of 50#. This bed had the 'new style' brake kit previously installed as part of the 3/12/2012 recall resolution. This event causes us to think the 'new style' kit from the 3/12/2012 recall is no better than the old kit it is replacing.======================manufacturer response for stryker med surg bed, stryker (per site reporter).======================a service rep will be sent to replace the brake kits.